Manufacturer narrative:
By the event description, we know that the glenosphere impactor broke upon inserting the glenosphere into the metal back. We have checked the DHR of the lot # involved (201212102), without finding any pre-existing anomaly on the instrument. We received no other complaints on this lot # of product (total of (B)(4) pieces manufactured). The instrument was manufactured in 2012, so we suppose that it has been used a certain number of times before breaking on the thread. It's also possible that unexpected stresses have been applied on the thread during surgery, contributing to the breakage. We received information that the broken impactor is not available for a direct investigation on it, therefore we cannot perform a deeper investigation. Before becoming aware of this event, as an improvement, limacorporate has increased the thickness of the threaded section of these impactors/extractors, in order to further enhance the mechanical strength of the thread. These new instruments (model # 9013.74.141) are available on the us market since january 2014, and until now we received no complaints on them. As we received a limited number of complaints on the model # 9013.74.140, also these impactors/extractors are still available on the us market; in the future, they will be replaced completely by the new model # 9013.74.141. Limacorporate will keep monitored the market to promptly detect the possible recurrence of such issue.

Event description:
During a surgery dated (B)(6) 2014, the threads of the glenosphere impactor sheared off into the eccentric glenosphere upon inserting the glenosphere into the metal back, prior to impaction. The final solution was to use a standard glenosphere. The event occurred in the us.

Event description:
During a surgery dated (B)(6) 2014, the threads of the glenosphere impactor sheared off into the eccentric glenosphere upon inserting the glenosphere into the metal back, prior to impaction. The final solution was to use a standard glenosphere. The event occurred in the us.

Manufacturer narrative:
By the event description, we know that the glenosphere impactor broke upon inserting the glenosphere into the metal back, prior to impacting the glenosphere. We have checked the DHR of the lot # involved (201212102), without finding any pre-existing anomaly on the instrument. We received no other complaints on this lot # on product (20 pieces manufactured). We are waiting for the broken impactor to analyze it. At the end of the investigation we will submit a follow-up report. Before becoming aware of this event, as an improvement, limacorporate has increased the thickness of the threaded section of these impactors/extractors, in order to further enhance the mechanical strength of the thread. These new instruments (model # 9013.74.141) are available on the us market since january 2014, and until now we received no complaints on them. (B)(4): device not returned at this stage.